Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide lot number? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). The following information was reported: lot number of (B)(4): unk tcmhdh. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2024 and barbed suture was used. During a total knee arthroplasty: tka, when the suture which was used for the subcutaneous of the knee was used as a fixed suturing, the suture (the base of the tab) was broken. The strength of the traction and other details are unknown. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One needle into labeled winding former and one suture piece outside the foil packet was received for analysis. Product code sxpp1a101. Upon initial inspection, it was noted the needle was detached from the suture. The needle was examined and marks that appear to be caused by a surgical instrument were observed. The suture piece was examined, and one end of the suture was noted to be cut probably caused by a surgical instrument. On the other extreme, it was found the insertion mark. In addition the fixation tab section was not returned for evaluation. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.